Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response/updates and legal manufacturer conclusion. Further communication with the customer conveyed the following information: the error occurred several different times on several different days. Customer were able to rule out the handpiece as being the problem. The machine was rebooted almost every time and the bipolar function grayed out. Their foot pedal is fairly new and all the cords seem to be in good condition. The device is used daily. It is only when they need the bipolar function. The blade they use is the bb2000sa. A new blade was even tried from another lot. No alarms were received. Since they have had the loaner device they have not had any issues. Further communication with the customer conveys that the issue may have been as a result of the mdcons100 damages from their experience. However, physical evaluation and functional testing from the olympus service team was unable to discover issues with the returned console. As a result, the issues experienced from the customer may have been as result of damages to the handpiece or accessories. None of the customer handpiece or accessories were returned. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, it is likely there was an issue with the hand piece, and not with the console, as reported. The hand piece was not returned for evaluation so this cannot be confirmed.

Manufacturer narrative:
Device was evaluated. Inspection of the device found that the reported issue was not able to be duplicated. Upon testing, the unit passed all functional test with no issues observed. All output powers are within specifications and passed the leakage current test. Minor dents and scratches were observed on the housing unit however the physical defects found did not affect the functionality of the device. Based on evaluation findings the reported issue was not confirmed as the device passed all required testing with no issue observed. Root cause of the reported issue by the user is unknown as no device issue found during device testing.

Event description:
It was reported that during preparation for use the device is not functioning as intended. The bipolar function does not recognized by the console. There was no patient involvement on this event reported. No user injury reported.